Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the circumstances that lead to the issue they stated that the life span was ending in 2024. When asked about the steps taken to resolve the issue they stated that it was restarted by a manufacturing representative. The stimulator would be replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they saw a por message on their recharger this morning and their stimulation is completely off. Caller stated that they also have seen eri which they already know about. Agent asked - pt stated they see por message on recharger and sees a triangle with an exclamation point. Pt stated their doctor for the system is located in another state and does not have a doctor for the therapy in their current state. Agent provided national answering service (nas) number. Agent sent physician listings to pt's email on file. The patient was redirected to their healthcare provider (hcp) and a manufacturer representative (rep) to further address eri and por messages. Pt called back; pt mentioned they are in extreme pain, might have to go to the hospital, and does not want to have to take narcotics. Agent reviewed with pt about messages and redirected to hcp. Agent reviewed nas number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.